Event description:
The patient was symptomatic and hospitalized.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that the deployed valve appeared in front of the left main coronary6 artery (lmca) and the pre-existing calcified surgical valve or leaflet was trapped between the sapien 3 thv and lmca. The certitude delivery system with s3 and procedural training manual were reviewed for guidance and instructions. The procedural manual provides guidance on thv malposition. During thv malposition prior to deployment, use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy and mitral bioprosthesis. In addition, ensure fluoroscopic view used for deployment is the perpendicular view, ensure coaxial alignment of guidewire, sheath, and catheter to the aortic annulus and aorta and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployment and position with interventional device interacts with pre-existing implantable device valve was confirmed based on the imagery provided. However, the complaint for malposition thv was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per imagery review, thv appeared in front of left main coronary artery (lmca), and a pre-existing calcified valve/ leaflet was trapped in between, resulting caused the coronary occlusion. Per IFU, it was off label to implant the thv in pre-existing surgical valve at aortic position. Additionally, the pre-existing surgical valve presented severe calcified, which could be valve degeneration over the time. It should be noted that the thv was implanted in a pre-existing surgical valve at aortic position for this case. The sapien 3 (s3) with the certitude delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. While the device is now approved for surgical bioprosthetic aortic or mitral valve replacement, it remains off-label for thv in pre-existing aortic surgical valve replacement. As noted, 'ivl may be used to treat delayed tavr cao, especially in the context of underpinned tavr leaflets combined with commissural misalignment and high tavr implantation'. Improper valve positioning and deployment technique was likely contributed to the valve deployment too aorta as reported. However, it was off label at the time implantation; it might be challenge to position and deploy thv within pre-existing surgical valve (st. Jude trifecta). As reported, 'a74-year-old caucasian male was treated for severe aortic stenosis through surgical aortic valve replacement (non-edwards surgical valve) as well as a transapical valve-in-valve tavr (sapien 3 valve). In this case, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As case study was published in a european article, 'bail out lithotripsy to treat delayed valve-in-valve tavr-related coronary obstruction'. A 74-year-old caucasian male presented with dyspnea on exertion. The patient was treated for severe aortic stenosis through surgical aortic valve replacement (non-edwards surgical valve) as well as a transapical valve-in-valve tavr with a sapien 3 edwards lifesciences valve. An echocardiogram showed normal left and right ventricular function with a moderate aortic valve stenosis (mean gradient 30 mmhg, aortic valve area 1.4 cm2) and a coronary computed tomography angiography showed a calcified aortic valve leaflet pinned up in the sinus of valsalva by the tavr struts. The patient presents with symptoms of dyspnea on exertion. There is no information available about the treatments performed to resolve the stenosis.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve will not be returned.